Event description:
It was reported that the patient was experiencing shocking sensations/jolting sensations/overstimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Sc-1232; (B)(6). The ipg was analyzed, and no anomalies were found during the visual inspections. The device displayed normal characteristics in the functional test, and the current leakage test confirmed that there was no loss of electric current, ruling out any possibility of causing shocking sensations. Additionally, the output monitoring indicated that the stimulation remained consistent without any interruptions. With all the available information, boston scientific concludes the reported allegation that the patient was experiencing zapping sensations, which occurred regardless of whether the device was turned on or off. Was not confirmed. The device displayed normal characteristics during the visual inspections and functional testing ruled out any possibility of causing shocking sensations. However, a review of the labeling reveals that this occurrence is a known risk associated with spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device as the symptoms experienced by the patients fall within the known risk category.

Event description:
It was reported that the patient was experiencing shocking sensations/jolting sensations/overstimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.